Event description:
The patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the lad. Approximately 2 weeks post index procedure the patient presented at the emergency room (ER). CPR was performed on the patient as the patient was transferred to the cath lab. 100% stenosis/occlusion of the lad and cx were confirmed. Ballooning was performed (one inflation to 14 atms). It was reported that the patient died approximately 5 hours after arriving at ER. No further details reported.

Manufacturer narrative:
(B)(4) inherent risk of procedure (death).

Manufacturer narrative:
Results: inherent risk of procedure (total occlusion of the artery). Patient's condition affected effectiveness of device (patient may have been resistant to the anti-platelet medication that was originally prescribed and patient's uncontrolled diabetes). Conclusion: device failure/lack of effectiveness related to patient condition (patient may have been resistant to the anti-platelet medication that was originally prescribed and patient's uncontrolled diabetes).

Event description:
The physician implanted one endeavor sprint rapid exchange (rx) drug-eluting stent in the lad. The deployment was reported to be successful and there was no issues reported for the device during procedure. The patient was discharged the following day after being prescribed effient. Approximately two weeks post procedure, the patient was readmitted to hospital. The patient's blood sugar levels were very high and the patient was on plavix as opposed to effient which was initially prescribed. The interventional cardiologist had prescribed effient as it is recognized as being more effective in diabetic patients. The autopsy report was not available but the me mentioned the presence of thrombus during hospital discussions regarding the patient examination.